Event description:
During an incident in 2004 involving a patient suffering from shortness of breath, this defib was attached using 3m band monitor pads prompted "check electrodes" numerous times. The patient was not obese or diaphoretic. They were able to get past the prompt and get some ECG, but there was a lot of artifact. The patient was transported to a hospital alive and alert. The customer stated they also got a "needs service" prompt that they thought might have been mcm related.